Event description:
It was reported to the manufacturer, by the facility, that rehab center, per a facility resident was being transferred from bed to her wheelchair with two stna's. As the hoyer was being moved to position, the resident was above the w/c when the lift tripped over dropping the resident. She was taken to ER, and admitted to the hospital with fracture to her hip. Lift in question was her own lift that was purchased from someone else, lift is an older ted hoyer model that the facility and resident believes to be 25 years old.

Manufacturer narrative:
Lift in question was an older ted hoyer model, it is believed to be 25 years old.